Event description:
It was reported that bd epicenter¿ single user software carb resistance marker flagged with rule 1477 with all carbapenems having a susceptible mic. The following information was provided by the initial reporter: customer reporting carb resistance marker flagged with rule 1477 with use of nmic/ID panel 307. Both carbapenems testing with sensitive mics.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2023-00568 was a duplicate report. Therefore this is not considered to be a reportable malfunction.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd epicenter¿ single user software carb resistance marker flagged with rule 1477 with all carbapenems having a susceptible mic. The following information was provided by the initial reporter: customer reporting carb resistance marker flagged with rule 1477 with use of nmic/ID panel 307. Both carbapenems testing with sensitive mics.